Event description:
The cautery pencil reportedly "burned the patient's mouth" during a tonsillectomy procedure. Information from the report source states, "during this dissection, the pencil cautery device was found to want to touch his lip. Not the tip of the cautery, but the actual pencil itself did burn his left lower lip and an inside portion of his cheek. It does appear to be a partial thickness burn. It did not appear to be an arc through the mclvor gag itself but more an extension from the cautery device itself. This cautery device was then replaced with a different one and the procedure was continued." The cautery generator coagulation had been set to 25 watts. The patient was subsequently discharged home two days later in 2006. Follow-up with the patient's mother four days later, indicated "the patient was doing much better with oral intake in particular." Treatment for the burn included injection of 0.25% marcaine around the burn as well as appliction of bacitracin to the left lower lip and appropriate pain medication. The cautery pencil and tip reportedly did not look different than expected and the cautery generator was tested by the user facility biomedical department and no problems were found.

Manufacturer narrative:
The device was received and forwarded to the manufacturer for evaluation (modern medical equipment MFR. Ltd). Testing is not complete. When test results are received, they will be submitted in a follow-up medwatch report.